Event description:
This male patient had the following medical history: ap, prior pci and diabetes. The patient is part of the international study. The target lesion was the first diagonal branch. The vessel was de novo, eccentric, tubular, ostial, bifurcated, with no calcification. The diameter of the vessel was 2.06mm, and the lesion length was 11.9mm. Pre-procedure stenosis was 57%. Aha/acc classification of the vessel was a type b2. The procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was not conducted. A 2.5 x 23mm cypher stent ( lot i0305030) was implanted at 14 atmospheres (atm) for 16 approx 30 seconds by direct stenting. Post-dilation was not conducted. Timi flow was 2 before the procedure and 3 after the procedure. The residual % of stenosis was 37%. Ivus was not conducted. Approximately eight months later, follow up coronary angiography was conducted and restenosis was observed from the proximal edge of the implanted cypher to the proximal left anterior descending (lad). There was 90% stenosis. The % of stenosis within the cypher sent was 31%. The patient didn't show any symptoms. To treat the restenosis, two 2.5 x 18mm cypher stents were implanted from the proximal lad to the proximal edge of the implanted cypher at the first diagonal by the y-stent implant technique. Procedure details were unknown. The residual % of stenosis was 0%. The patient was in stable condition.

Manufacturer narrative:
This device (lot i0305030) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.